Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical insulin pump error alarm. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. Customer stated insulin pump had thin line crack on the back of the insulin pump. Customer stated when they removed the insulin pump battery, it got water inside it. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specification range. Unable to confirm pump error 35 alarm due to constant critical pump error alarm. Device also received with cracked case ,cracked battery tube threads and cracked case corner of belt clip rails.